Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for catheter placement. The rep indicated that the patient exam pulled and downloaded from pacs successfully, but when selecting the exam the exam was blank with a red "x." The rep tried to re-load the exam multiple times with the same result. As a result of the issue the site aborted the use of the navigation system, the delay in surgery was less than 1 hour. No change in patient outcome was reported. There were no further complication reported or anticipated.

Manufacturer narrative:
Analysis summary: the behavior described is the intended behavior of the software. Software is functioning as designed. Methodology: design analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the exam has gantry tilt. Communicated with account team that gantry tilt cannot be interpreted in 3.x software. Shared imaging protocol.